Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin. The customer stated that the numbers started to ramp without his intervention. The customer declined to troubleshoot the device and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No unexpected ramping display anomalies noted. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform prime test, occlusion and excessive no delivery tests due to motor error alarms. The motor was tested outside the device and passed.